Event description:
On (B)(6) 2023, right hip revision first of 8 total through (B)(6) 2024. I had inflammation of my right hip. Mrsa has to have it reducted. I am not knowing how many. I feel my life has been severely affected. Surgery (B)(6) 2023. IV antibiotics home mrsa. Severe pain. I lay here today (B)(6) 2023 two years later and I was laying in bed, my right hip dislocated posterior. My friend was with me and he felt and seen it go back in. I am hurting so bad. Same surgeon all 8 times. Come on I owed 275000 plus orthopaedic surgeon 8790. I mean I think this should be reported yet nothing. Where can I find? I have all implant UDI so on. I want to know about zimmer biomet. I felt that when released last (B)(6) it dislocated several times and I must tell you I am moving on this. I cannot believe my life is as it is. Thank you, (B)(6). Debridement so one kept cutting and never improved. Device code: 2993. Patient code: 1994, 2374, 2388, 1932. Reference reports: mw5174218, mw5174219, mw5174220, mw5174221, mw517422, mw5174223, mw5174224.